Event description:
Dear FDA, I am writing to report serious concerns with the dexcom g6 continuous glucose monitoring (cgm) system. Specifically, I have experienced inconsistent blood glucose readings that are 30-50 milligrams per deciliter off, and have had to continuously calibrate the device with no improvement in accuracy. Even after multiple calibrations, I still receive inconsistent readings, leading to dangerous situations such as false alarms of rising blood glucose levels when in fact my glucose levels were stable or dropping. These false readings, compounded with the fact that the omnipod 5 insulin pump system is automatically bolusing insulin based on these inaccurate readings, creates a potentially life-threatening situation. Furthermore, the dexcom g6 has repeatedly failed to provide consistent signal transmission, leading to multiple signal loss events that require me to call dexcom technical support and continually replace faulty sensors. This has become a major inconvenience and source of anxiety, as I rely on this device to monitor my glucose levels and manage my insulin therapy. As a consumer, I believe that dexcom needs to put more resources into research and development to create a more accurate and reliable product, particularly given the risks posed by the integration of the dexcom g6 with insulin pump systems like omnipod 5. I urge the FDA to investigate these issues and take appropriate action to ensure that the dexcom g6 is safe and reliable for individuals with diabetes. Sincerely, (B)(6).